Event description:
A malfunction was reported on a pump while it was charging. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue. The customer was advised to continue using the pump.